Event description:
The customer tested her blood glucose using 3 contour next ez meters and received readings of 599, 201 and 217mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and meters were sent to the customer.